Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective pull ring cap of an unspecified quantity of amia automated pd cycler sets were disconnected from the patient line. This event was further described as, the cap "easily falls off when removing the cassette from the packaging". This was noticed during setup for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: sw (previously lw). Additional information: h6. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.